Manufacturer narrative:
No further information is available on the repair of the bed at this time.

Event description:
The technician alleged that the brakes would only set on one end of the bed and not the other end of the bed. The bed appeared to be in brake but one end of the bed would still roll. No pt impact.